Event description:
The rptr stated that she experienced problems with the pacemaker from the day it was implanted. She suffered from dizziness, low blood pressure, tiredness, and just did not feel well. The rptr stated that a holter monitor showed that her heart rate would go up to 160 while she was sleeping. When the pacemaker was removed, it was noted that there was a leak between the wire and where the wire was plugged in. She was told that the pacemaker had been pacing her diaphragm.